Manufacturer narrative:
The event-related stents was implanted in the patient, thus not returned for biosensors investigation. Based on the event described in conjunction with angiography record provided to biosensors: it appears that this is a case of stent thrombosis, leading to a myocardial infarction and the patient's demise after the placement of biofreedom 3.00 x 36 mm and biofreedom 3.50 x 28 mm stents. There is a possibility that stent thrombosis resulted from dissection at the stent edge, either proximally or distally in the procedure. Moreover, the anticoagulant administration may have been inadequate. There is no evidence to suggest that the reported complication is related to the characteristics of the stent. Biosensors analysis of the event is concluded that device history record (DHR) and manufacturing process did not show any evidence of product deficiency. The stent thrombosis and myocardial infarction events are recognized potential hazardous situation and documented in manufacturer's product analysis and instruction for use. The risks are assessed and it is acceptable as benefits outweigh residual risk. The event is more likely related to patient and/or procedural related factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
This is a serious adverse event reported in a post-market clinical investigational study conducted by biosensors in asia related to leaders free IV, in which the biofreedom device served as a control device. Patient: female, 44 years old. Co-morbidities: hypertension, type 2 diabetes, chronic kidney disease, heart failure, reduced ejection fraction, gastritis and anemia. The index pci was performed on (B)(6) 2025. The patient was loaded with aspirin 100mg and ticagrelor 180mg. Heparin 3,000 units during the procedure. Mild disease of distal lms, 80% stenosis ostial lad and 90% stenosis plad (ostial proximal lesion). Percutaneous coronary intervention (pci) done at lm-lad vessel. The target lesion not previously treated, there was no total occlusion and no bifurcation. Pci approached via right radial access. By visual estimation, the lesion had a length of 60 mm, reference vessel diameter of 3mm and 80% stenosis. Pre-procedure timi flow grade was 3 and lesion is classified as type b2 lesion (acc/aha class). Pre-dilated the plad to dlms using 2.5x15mm at 18atm (nc balloon), 3.0x15mm at 18atm (nc balloon) and 3.5x15mm at 18atm (scoring balloon). Medtronic ebu 3.0 guide catheter was used with good support. Sion blue guidewire crossed into lad. Two biofreedom stents (bfr1-3036 & bfr1-3528) was implanted, in an overlapping manner. Post-dilatation was done using nc 3.5x15mm balloon at 18atm and nc 4.0x15mm balloon at 16 atm. Intravascular ultrasound (ivus) was not performed. No difficulties during delivery, stent was properly assessed angiographically and determined apposed to the wall. Post-procedure % stenosis was 0% by visual estimation and timi flow grade was iii. Patient post-procedure admitted to ward. She developed chest pain at 04:00 a.m. On (B)(6) 2025 and had cardiogenic shock. Patient was resuscitated, however patient succumbed at 08:00 a.m. Lack of efficacy/worsening of treated condition and patient died on 14 jan 2025. Cause of death from the clinical presentation and ECG changes (new onset rbbb and st elevation at avr) likely represent myocardial infarction involving lm stent.